Event description:
It was reported to philips that system fails to turn on due to chiller power supply failure on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the chiller and tcu-fd mod and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).